Event description:
Wife of home patient (hp) reports hp disconnected himself from patient line of homechoice set during initial drain of automated peritoneal dialysis treatment. Wife states hp was confused and fatigued, as they were driving down to florida for vacation and hp was taking ulcer medication. Hp discontinued treatment at that time and called his healthcare professional (hcp). Per wife, she and hp were too tired to set up new supplies, so hcp instructed them to place minicap on pt connector for 1/2 hour and then replace with new minicap for another 2 hours. Hp then resumed therapy with same set up, contrary to baxter recommendation. Per wife and hcp, no patient injury or medical intervention as a result of incident.